Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and post-spinal cord injury. The pump contained an unknown brand of baclofen [875 mcg/ml] at a dose of 875.81 mcg/day and compounded baclofen [900 mcg/ml] at a dose of 875.81 mcg/day. It was reported a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The hcp stated that the pump was filled yesterday (B)(6) 2017, and they slightly changed the drug concentration. The patient reported hearing the pump alarm that night, and the pump logs confirmed a motor stall. No patient symptoms/complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-28 from an hcp reported the cause of the motor stall was not known. A new pump was placed. No further patient complications were reported.